Manufacturer narrative:
Findings: pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 160 mg/dl. The customer stated that the buttons are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.